Manufacturer narrative:
Date of event is approximated since unknown.

Event description:
It was reported that the filter has caused a serious injury to the patient. A letter was received that reported the patient had a greenfield stainless steel vena cava filter implanted on (B)(6) 2003. At an unknown date the patient experienced a serious injury as a result of the device. The patient continues to experience medical issues related to the failure of the filter.